Event description:
During a routine device exchange, the lead was not able to be disconnected from the header of the device. The header portion of the device was destroyed and the lead was removed. The device was successfully replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of could not remove the atrial lead from the connector was not confirmed. Analysis revealed the physician destroyed the atrial part of the connector to remove the a-lead. Not enough of the a-connector including the setscrew remained in order to determine the cause for the removal problem. The cause of the lead removal problem cannot be determined.